Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that during visual inspection of the equipment, it was detected that the blade holder is in poor physical condition. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The fse replaced, the dfm100 paddle tray assembly to resolve the reported issue. It has been concluded, that no further action is required at this time. If additional information is received, the complaint file will be reopened.